Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. Disassembled for inspection and found some rust on a part of the internal circuitry. Also found two pins shorting out. All affected components were replaced. The unit passed all incoming tests. Laboratory analysis was unable to confirm reported allegation. The manufacture date for this product is november 30, 2005.

Event description:
Boston scientific received information that this programmer displayed error code at boot up. The programmer wil be returned. No adverse patient effects reported.